Manufacturer narrative:
Patient information was not provided for reporting. No specific patient involvement reported. This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. Patient code (B)(4) used to capture patient codes for tendon injury, tendon rupture, carpal tunnel syndrome and musculoskeletal stiffness. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after review of the following literature article: selles et. Al. (2018). Relationship between plate removal and soong grading following surgery for fractured distal radius. Journal of hand surgery (european volume) 2018, volume 43(2) 137-141. The aim of this study was to determine the relationship between volar plate removal and the soong classification following fixation for fractured distal radius. In this retrospective cohort study, all consecutive patients who had volar plate fixation for a distal radius fracture in 2011-2015 were reviewed. A total of 323 patients were included. The median age of the total population was 67 years and 76% were women. The median age in the group without plate removal was 63 years and in the plate removal group this was 54 years. There were 54 indications of plate removal. The following complications were reported: 34 patients experienced pain; 8 patients experienced stiffness; 3 patients experienced carpel tunnel syndrome; 3 patients experienced malpositioned screws; 2 patients experienced extensor tendon rupture; 2 patients experienced corrective osteotomy ; 1 patients experienced extensor tendon irritation; 1 patients experienced penetrating injury. This report is for a variety of plates used in the course of the study. All were supplied by synthes(depuy synthes companies, (B)(4). The plates were classified as extra-articular or volar column plates and juxta-articular and volar rim plates. Part numbers unknown, lot numbers unknown. This report is for unknown quantity of unknown screws for 8 patients experienced stiffness ; 3 patients experienced carpel tunnel syndrome ; 2 patients experienced extensor tendon rupture; 2 patients experienced corrective osteotomy ; 1 patients experienced extensor tendon irritation; this is report 2 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.